Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power was confirmed based on the information captured in the provided log file. The log file contained events recorded from september 14 to september 23, 2020. The data recorded in the first entries revealed that the controller¿s clock was set incorrectly to 09/14/2028 and when the backup battery was installed a backup battery passed used by date alarm activated. The pump was connected and the system initiated operation at the set sped of 10600 rpm. The data recorded on september 14 2020, at 1:25 pm revealed that the backup battery was removed, the clock was properly synchronized and all the alarms cleared. The data recorded on september 22 at 11:00 pm revealed a no external power alarm. The associated voltage levels indicated that the events occurred while the system controller was connected to a mpu and the power to the mpu was lost. The pump support was not affected and the system was powered by the backup battery during the event. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with manufacturing or qa specifications. Heartmate ii instructions for use and heartmate ii patient handbook under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. Heartmate ii instructions for use and heartmate ii patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The no eternal power alarm was not able to be reproduced during the evaluation of the returned mobile power unit serial number (B)(6). The mpu was operated for extended period of time while connected to a test equipment and there were no atypical alarms observed. The mpu was functionally tested and was found to function as intended. A full functional test was performed and the unit passed all test steps. The mpu was returned to the customer site. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the power cord did not come loose from wall/outlet and the mobile power unit has a v-lock connector on the ac power cord. There were no environmental factors that could have caused the no external power event.

Manufacturer narrative:
Correction: patient date of birth is (B)(6) and age is (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file analysis captured no external power events on (B)(6)2020. The file captured an emergency backup battery expired event followed by an emergency backup battery not installed event on (B)(6) 2020. This alarm then resolved.